Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysterectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced mood altered ("mood change"), acne ("acne") and irritability ("snap") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy almost five years ago left the ovaries). Essure was removed. At the time of the report, the medical device removal, mood altered, weight increased, acne and irritability outcome was unknown. The reporter considered acne, irritability, medical device removal, mood altered and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: medical device removal, mood altered, weight increased, acne. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("mood change"), acne ("acne"), irritability ("snap"), gastric disorder ("stomach issue"), anxiety ("anxiety"), depression ("depression"), limb discomfort ("leg restless"), insomnia ("insomnia") and gastrooesophageal reflux disease ("gerd") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy almost five years ago left the ovaries). Essure was removed. At the time of the report, the pelvic pain, mood altered, weight increased, acne, irritability, gastric disorder, anxiety, depression, limb discomfort and gastrooesophageal reflux disease outcome was unknown. The reporter considered acne, anxiety, depression, gastric disorder, gastrooesophageal reflux disease, insomnia, irritability, limb discomfort, mood altered, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: medical device removal, mood altered, weight increased, acne. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event medical device removal were replaced with pain and removal surgery added to that event and new event depression, anxiety, stomach issue,gerd, insomnia, leg restless were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.